Event description:
Severe pain in low back, hips and legs. Diagnosis post op lumbar instability at l4-5 with lumbar spinal stenosis at l4-5 and lumbar spondylolisthesis at l4-5. Surgery 8/20/93: 1) pedicle screw segmental fixation at l4-5. 2) bilateral-lateral fusion at l4-5. 3) right iliac crest bone graft through a separate incision. 4) decompressive laminectomy at l4-5. Limited mobility, difficulty with job, increased pain and depression.